Manufacturer narrative:
The root cause could not be determined with the information provided.

Event description:
The customer alleged they received questionable creatinine and magnesium results on their integra 400 plus analyzer. The customer provided data for one discrepant creatinine result that was reported outside the laboratory. The patient's initial creatinine result was 171.6 umol/l accompanied by a data flag. The initial result was queried by the medic. The repeat result was 100.8 umol/l. The patient's sample was then repeated 12 more times with results of: 96.4 umol/l, 99.5 umol/l. 100.9 umol/l. 98.7 umol/l, 99.3 umol/l, 98.9 umol/l, 97.6 umol/l, 98.0 umol/l, 97.9 umol/l, 97.3 umol/l, 97.6 umol/l, 96.9 umol/l. There were no adverse events. The creatinine reagent lot number and expiration date were requested but not provided. The field service representative went on site. He did not find any rubber particles in the cuvette bowl, but he did find a clear piece of plastic in the bowl. He performed a check test.

Manufacturer narrative:
This event occurred in (B)(6).